Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced multiple episodes of sustained ventricular tachycardia. The patient was defibrillated and treated with dobutamine, amio, and pressors. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no product was returned for investigation. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history lot : device lot: 1963644, device history batch : subcomponent lot: n/a, device history review : device with sn: (B)(6) passed all post sterile inspection checks.